Event description:
The device t was replaced due to a work injury which resulted in the fracture of the mcp stem.

Manufacturer narrative:
The device t was replaced due to a fracture of the distal stem of the mcp resulting from a severe crush injury when a pan dropped on it. The pt does heavy work as a production cook.